Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Reportedly, the customer is using the infusion set for 3 days and not performing the air removal step. Cts informed the customer that using the infusion set for 3 days and not performing the air removal step are off-label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose (bg) read "high" on the cgm. Elevated bg was addressed by a correction bolus via pump and manual insulin therapy.